Event description:
It was reported via legal documentation that approximately 48 months after a left total knee replacement procedure, the patient underwent a revision procedure to address scar tissue, loss of range of motion, synovitis, and swelling/ edema. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available..

Manufacturer narrative:
1038671-2023-01347 concomitants: 5178663 - 02-022-45-1515 - truliant tib fit tray cem sz 1.5f / 1.5t 5568259 - 200-07-29 - advanced patella 29m 3 peg implant 4948121 -02-022-35-1509 - truliant tib imp ps insert sz 1.5, 9mm multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01347. The reason for the revision reported scannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.